Event description:
Healthcare professional reported 24 hours post injection in the temple and jawline with 3ml's of juvederm voluma with lidocaine patient developed swelling and pain to the jawline and bilateral swelling to the temples. Symptoms later worsened, extending to the "orbits". Patient was treated with "diprofos", "first generation cephalosporin", advil, and warm compresses. Patient symptoms are gradually improving.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.